Event description:
The customer reported that the system displayed a communication failure error message. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The software was reloaded. The generator interface battery, the power supply, the interconnect cable, and the emergency stop switch were replaced. The system was tested and operates as intended.